Event description:
The dealer stated the chair is used mainly indoors. The dealer could not tell me any one incident that caused the issues. This is a 5 year old chair. The dealer stated the chair is on its third set of motors. Leaking grease.